Manufacturer narrative:
(B)(4).

Event description:
Literature: ackermans l, duts a, van der linden c, e al. Double-blind clinical trial of thalamic stimulation in pts with tourette syndrome, brain, mar 2011;134(p13):832-844. Doi:(B)(4). Summary: the authors used deep brain stimulation of the thalamus as a therapeutic option in pts with tourette syndrome who are refractory to pharmacological and psychotherapeutic treatment. Pts were invited to take part in a double-blind randomized cross-over trial assessing the efficacy and safety of stimulation of the centromedian nucleus -substantia periventricularis - nucleus ventro-oralis internus crosspoint in the thalamus from february 2005 to 2009. After surgery, the pts were randomly assigned to 3 months stimulation followed by 3 months off stimulation (group a) or vice versa (group b). The cross-over period was followed by 6 months on stimulation. Assessments were performed prior to surgery gaze disturbances and reduction of energy levels; there were no reports of any sexual problems. The authors reported that unblinded adjustment of the stimulation parameters immediately after surgery took 3 weeks; one pt (pt 6) experienced a complex experienced the most changes between on and off stimulation, with an increase in obsessive-compulsive behavior and a decrease in depression and adhd scores during on stimulation, at 1 year after surgery, this pt showed an overall improvement. This pt showed a substantial increase in time on the color-word card of the stroop; however, more errors were made and as such showed a decline in accuracy on this specific test. This pt showed the most decline, in particular on mental speed and experienced varying motor and psychiatric symptoms up to 1 year after operation including lethargy, binge eating, dysarthria, apathy, gait disturbances and frequent falls. Adjustment of parameter settings and switching off the stimulator did not affect these symptoms. A CT-scan performed 6 months after surgery in order to exclude a device issue revealed cerebral atrophy that was absent on the immediate postoperative CT-scan and preoperative imaging. This pt was extensively re-evaluated during this postoperative stay on a psychiatric ward and an external expert was consulted to exclude possible other co-morbidities. Although the pt had a history of alcohol abuse, there was no explanation found for the rapidly progressive cerebral atrophy. See MFR report #3007566237-2011-07436.